Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2020. Fracture was noted. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this patient received inappropriate therapy due to lead noise. Lead remains implanted and is scheduled for revision. Should additional information become available, this file will be updated.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2020. Fracture was noted. Should additional information be received, this file will be updated. Upon receipt, the lead under complaint was found cut 19 cm distal to the df-1 connector pin. A proximal and distal fragment were received for analysis. A medial fragment (approximately 6 cm length) was not returned. An extraction aid was found in the lead body of the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal area of the distal fragment was found rubbed through. In this region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed svc shock coil, most likely occurred due to the applied mechanical forces during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.